Event description:
Paramedics connected the device for routine monitoring. The device inappropriately displayed the pt rhythm as substantial artifact. The reported event was said to not have adversely affected pt treatment.